Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of death: the date entered is an approximation. The specific date was requested but has not yet been provided. (B)(4). Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two hours following the implant of this transcatheter bioprosthetic pulmonary valve, when in recovery, cardiac arrest occurred. Subsequently, extracorporeal membrane oxygenation (ECMO) was initiated and a second valve was implanted successfully. It was reported that the first valve had migrated which caused a blockage of blood flow and circulatory arrest. Twenty-four hours after implant, ECMO was discontinued. However, low cerebral blood flow during cardiac arrest led to an unrecoverable hypoxic brain injury. Subsequently, the patient expired within a few weeks of the implant procedure. The specific date of death was not reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The angiograms/echocardiograms images submitted for review showed that the potential reason of the migration for the first valve may have been a combination of some of the following factors. After the final release of the stent, prior to implant of the valve, it seems that the points in contact with the anatomy are few. It may due to the balloon being too small, but that cannot be confirmed from the image review. There are multiple films that show the perception that the stent should have been post-dilated more. It is unclear whether the stent is a non-medtronic andra stent. Considering the low quantity of calcium, if an andra stent was used, since it has a hybrid cells configuration, cells tend to open and hook less. In cases with little to no calcium or where the measure of the inner diameter is borderline, the stent may have anchored and endothelialized if waiting approximately two months before implanting the valve. No explant or autopsy information were reported. With the limited information available, a conclusive assessment of the relationship between the death and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Potential factors that can influence valve malposition/migration include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique, and a number of others, and these events are typically not related to a device malfunction. If information is provided in the future, a supplemental report will be issued.